Manufacturer narrative:
Manufacturer¿s investigation conclusion: the heartmate 3 system controller (serial number: (B)(6) ) was returned for evaluation following the reported event of a system controller and modular cable exchange due to driveline communication fault alarms. A log file was submitted and downloaded for review that showed overlapping events spanning approximately 7 hours ((B)(6) 2024 from 02:03:29 ¿ 08:49:43, per timestamp). A review of the log files did not reveal any events that would indicate an issue with the system controller. The controller was connected to a test power module, system monitor and mock loop and was functionally tested with the returned modular cable (lot number: 8210600). During testing a driveline communication fault alarm became active. The system controller was connected to a test modular cable, mock loop, power module and ran for an extended duration. The system controller was able to support pump function for an extended duration without any alarms activating while connected to the test modular cable. The cause for the alarms activating was isolated the returned modular cable and is further addressed via the modular cable investigation. Incidental finding: a missing pin within the power cable connector of the black power cable. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (IFU) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a driveline fault alarm starting on (B)(6) 2024 around 11pm. The patient was doing well with no changes to flows. The patient did not recall exposing the driveline or modular cable connection to any fluids. Log files were submitted for review and recorded a driveline fault at (B)(6) 2024 22:38:24. The event log associated this event with an f20 communication b fault. Motor function was not affected by this event. It was suggested to replace the modular cable with system controller and continue to monitor for unusual events. Follow up log files for the new system controller and modular cable were submitted for evaluation and recorded a driveline fault associated with an f20 communication b fault which did not affect pump functionality. Images appeared to show signed of corrosion of the modular cable. A driveline connector cleaning was performed on (B)(6) 2024 to resolve the alarms. Surface corrosion on the surface of the pump end connector was noted. The surface corrosion and female pin was cleaned off with 99% alcohol and a toothbrush with no issues. There were no further communication faults noted post cleaning. The patient tolerated the pump off periods well and was educated to cover the connection when showering.there were no patient related issues following the system controller and modular cable exchange. The communication b faults resolved following the driveline connector cleaning with no patient related issues. The patient was home and well.

Manufacturer narrative:
Section h3: corrected. Section h6, medical device problem code: corrected. No further information was provided. The manufacturer is closing the file on this event.